Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. A revision procedure was performed and this lead was capped and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.